Event description:
Customer reported set came apart and leaked at top of pump fitment during a blood infusion on a patient in the emergency department. No patient harm. No additional information was available.

Manufacturer narrative:
(B)(4). Customer indicated the set is not available for evaluation. The lot number was not identified, therefore, lot history record review could not be performed.